Manufacturer narrative:
Pipe separated from fitting. Sent repair parts to user facility.

Event description:
Cna showering resident states when she turned him, his weight against side rail caused it to come apart at a connector, and resident slipped off stretcher and fell to floor. Upon falling resident sustained a scalp laceration approx 2 inches in length on top of head. No other injuries were noted. Resident sent to ER for evaluation.